Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a high number of questionable results for an unknown number of samples while using the cobas sars-cov-2 & influenza a/b v2 test for use on the cobas 58/68/8800 systems. It was reported that 4 run batches generated a high number of positive sars-cov-2, pan-sarbecovirus, and influenza a results and were believed to be false positive results by the customer. No erroneous results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. The cobas 8800 system's serial number is (B)(6). The field engineer specialist performed multiple checks without errors and confirmed the instrument met the manufacturer's operating specifications. The investigation did not identify a product problem with the reagents or the instrument. The root cause of the issue was identified by the customer as possible contamination being introduced into the samples during the pre-analytic process at the customer site prior to loading onto the cobas 8800 instrument.